Event description:
The customer reported that there was no audio on the dash 3000 patient monitor due to a defective main processor. There was no reported patient injury associated with this event. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
Occupation of the reporter is unknown.